Manufacturer narrative:
The referenced ongoing driveline infection and fungemia were previously reported under medwatch MFR report #2916596-2016-00741 and 2916596-2017-00553. The referenced stroke history were previously reported under medwatch MFR report # 2916596-2016-00916, 2916596-2017-03347, and 2916596-2017-03169. (B)(4). Approximate age of device ¿ 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2016 the patient was admitted for an unrelated event and the patient¿s known ongoing driveline infection and fungemia were managed during the admission. On (B)(6) 2016 the patient¿s driveline site reportedly appeared clear, dry and intact (c/d/I). The driveline infection with serratia and (B)(6) was diagnosed in (B)(6) 2016 and during an unspecified hospitalization recent to the (B)(6) 2016 admission, the infection was treated with azteronam. The patient was on vancomycin/zoysn for empiric therapy and serratia. The patient reportedly had at least two episodes of serratia driveline infection that was found to be susceptible to ceftriaxone. The patient was initially started on empirical coverage with vancomycin and meropenem, which was later narrowed to ceftriaxone. Surveillance cultures remained negative. Ceftriaxone was transitioned to cefpadoxime 400 mg by mouth twice per day (po bid) upon discharge. The patient also had a history of persistent fungemia (candida lusitaniae) initially discovered in (B)(6) 2016, but not responsive to anti-fungal. The patient was previously admitted from (B)(6) 2016 ((B)(4)/ complaint # (B)(4)) for fungemia and initially treated with amphotericin, but could not tolerate so was placed on micafungin. The definitive treatment was to remove the lvad but the patient was not a good candidate given stroke history. A PICC line culture collected on (B)(6) 2016 grew yeast on day 2 and was promptly removed. Culture from percutaneous draw obtained on admission grew yeast on day 6, and surveillance blood culture obtained on (B)(6) 2016 grew yeast. Micafungin was increased from 100 mg to 150 mg daily and was to be continued as IV daily for at least 6 weeks of therapy from last negative blood culture. Fluconazole was also added however it was later discontinued due to elevated liver function tests (lfts). The PICC line was replaced on (B)(6) 2016 for continued micafungin coverage at home. It was reported within the (B)(6) 2016 admission that the fungemia was from an unclear source but also that history was concerning for candidal endovascular infection involving the lvad.

Manufacturer narrative:
A specific cause for the patient's infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.